Event description:
Complainant alleged that during pt transport the device displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.